Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator, it shows xdcr fault. High volumes were also experienced by the customer but were only monitored values and were reportedly corrected when replacing the flow sensor receptacle. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component did not duplicate the reported issue. The event log displayed multiple xdcr faults which were isolated to a transducer pt 802. Pressure transducer calibration was performed and all calibrations were successful.